Event description:
On (B)(6) 2024 the complainant provided the following information: ¿samples left in the processor during the cleaning cycle.¿ on (B)(6) 2024, leica biosystems melbourne received additional information from the assigned leica sr. Field applications specialist - advanced staining & imaging that the affected samples were clinical samples and that "after a biopsy run the user left one basket on the retort and started the cleaning cycle. They just noticed the basket was there when they tried to use the retort to run the next protocol. Final patients¿ outcome as a result of this event ¿ the damaged tissue was rehydrated in ethanol and glycerin, reprocessed manually at room temperature, sectioned and stained. After that the medical board of the lab evaluated the samples and was able to make a diagnosis.¿ on (B)(6) 2024, the assigned leica fas confirmed that ¿a sample basket had been forgotten in the retort during the cleaning cycle.the users noticed the basket in the equipment and the samples were sent for inclusion. During inclusion, it was noted that the tissues were "dry". A rehydration process of the samples was performed, followed by manual reprocessing at room temperature. The tissues were then included, cut, stained, analyzed and approved by the laboratory's clinical staff. The importance of not leaving tissue samples in the equipment cleaning cycle was reinforced. In addition, new operational training for the laboratory staff was scheduled." The fas documented the affected patient tissue samples were originally derived from one (1) ¿biopsia¿ protocol comprising 224 cassettes which started in retort a at ¿05:01:03¿ on (B)(6) 2024 and ended at ¿08:54:28¿. The affected patient tissue type(s) and size(s) were described as ¿biopsy samples of different kinds of tissue¿ and ¿1.5mm¿, respectively. The tissue artefact was described as ¿dry and brittle¿ and the affected patient tissue samples were reprocessed by via ¿rehydrated and manually reprocessed at room temperature¿.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the ¿biopsia¿ protocol comprising 224 cassettes which started in retort a at 05:01 on (B)(6) 2024 and completed successfully at 08:54 on (B)(6) 2024, and the subsequent ¿limpeza rápida¿ [quick cleaning] protocol containing the patient tissue samples from the preceding run, from which sub-optimal tissue processing was reported by the complainant. The information available details: ¿samples left in the processor during the cleaning cycle.¿ evaluation of the instrument logs found the cleaning run executed subsequent to the completion of the affected run included the drying step, which had a duration of 12 minutes at a retort temperature of 80oc. The root cause for the reported ¿dry and brittle¿ patient samples was a use error where patient tissue samples were left in the retort and were subjected to a retort cleaning cycle(s). Specifically, a user failed to follow the manufacturer instructions detailed in section 3.2 of the leica histocore peloris 3 user manual user manual, which contains the following specific warnings: ¿load and run cleaning protocols like other protocols, but never put tissue in the retort ¿ the dry step will damage it. This means cleaning protocols should never be used for reprocessing runs ¿ use a reprocessing protocol instead.¿ and ¿remove all tissue from the retort before running a cleaning protocol as the dry step will damage the tissue.¿ and ¿do not use cleaning protocols for reprocessing as the dry step will damage the tissue.¿ although the information available indicates that all patient cases involved in this event were diagnosable, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on either the quality of processing of patient tissue samples or to any patient(s) has been reported to the manufacturer in association with the circumstances involved in this complaint.